Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was removed. Cultures were taken and the organism was enterococcal bacteremia. Medication was administered. No further patient complications have been reported as a result of this event.